Manufacturer narrative:
B3: earliest date of publication used for date of event g2: citation: authors: verevkin, alexander et al. Title: minimally invasive coronary artery bypass grafting via left anterior minith oracotomy: setup, results, and evolution of a new surgical procedure. Jtcvs techniques, volume 29, 28 ¿ 39. 10.1016/j.xjtc.2024.10.022 g4: device is class 1 exempt. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A literature review was conducted on a prospective study from january 2015 to december 2023, which collected data on all patients who underwent minimally invasive total arterial coronary artery bypass grafting, to evaluate the progress and development of this technique. A total of 279 consecutive patients were evaluated. The mean age was 66 +/- 7 years, with nearly two-thirds being men and one-third having diabetes. A similar proportion of patients had triple vessel disease and left main disease. The following medtronic devices were used for all procedures: octopus stabilizer, arteriotomy shunt, clearview blower and the quickflow distal perfusion set (lot numbers not provided). Among all patients, 1 in hospital mortality occurred. Based on the available information, the death may have been attributed to medtronic product. Among all patients, adverse events included: low cardiac output, extra corporeal life-support intervention, secondary conversion to sternotomy, perioperative myocardial injury, unplanned postoperative percutaneous coronary intervention, rethoracotomy for bleeding, need for postoperative dialysis, wound infections, high postoperative creatine kinase mb, incomplete revascularization and tracheotomy. No additional adverse patient effects or product performance issues were reported.